Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the probe of the ultrasound gastrovideoscope was cut, adhesive was missing from the light guide cover and the adhesive on the light guide lens was peeling. Based on the results of the investigation, the probable root cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the probe of the ultrasound gastrovideoscope was cut, adhesive was missing from the light guide cover and the adhesive on the light guide lens was peeling. There was no patient involvement.